Event description:
Account ran a complete blood cell count in closed mode and reported a hemoglobin of 7.4g/dl. The pt was redrawn 6 hours later and the complete blood cell count was run in open mode. The hemoglobin was 14.3g/dl. There was no impact to pt management.